Event description:
A customer reported that the adc device would not power on with button and strips. As a result, the customer was unable to monitor their glucose and experienced a loss of consciousness and loss of balance. The customer' blood pressure was taken and was given unspecified IV treatment by a healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested for investigation. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed and damage was observed on returned reader due to use related issue. The reader was visually inspected and damage was observed on usb port. The damaged usb port prevents charging the reader which lead to the reader did not turning on. Visually inspected the returned usb charger and usb cable and observed cable to be damaged by liquid contamination due to use related issue. Visually inspected the power adapter and no issues were observed. The returned power adapter was tested using load tester. The power adapter voltage was measure to be within specification range (4.75v-5.25v). The returned reader was de-cased and placed into the reader test fixture. Issue is not confirmed to use due to use related issue. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted. .

Event description:
A customer reported that the adc device would not power on with button and strips. As a result, the customer was unable to monitor their glucose and experienced a loss of consciousness and loss of balance. The customer' blood pressure was taken and was given unspecified IV treatment by a healthcare professional. There was no report of death or permanent injury associated with this event.